Event description:
It was reported to intuvie that during preventive maintenance (pm), the pump failed the ground resistance test at 0.60 ohm. The passing specification for the ground resistance test is <0.1ohm. There was no patient harm reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective compliant remediation. It was reported to intuvie that during preventive maintenance (pm), the pump failed the ground resistance test at 0.60 ohm. The passing specification for the ground resistance test is <0.1ohm. The complaint was confirmed. The cause was determined to be a component failure. The power supply module was replaced, and the issue was resolved. A review of the serial number history found no prior similar complaints. Reference to complaint # (B)(4).